Event description:
This spontaneous case was reported by a health professional and describes the occurrence of genital haemorrhage ("haemorrhages") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), arthralgia ("joint pain") and migraine ("migraines"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the genital haemorrhage, arthralgia and migraine had resolved. The reporter provided no causality assessment for arthralgia, genital haemorrhage and migraine with essure. The reporter commented: the events occurred after essure insertion and resolved after removal of essure. Sample was available. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of menometrorrhagia ("menometrorrhagia"), endometrial hyperplasia ("endometrial hyperplasia") and genital haemorrhage ("haemorrhages") in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included birdshot chorioretinopathy. In july 2013, the patient had essure inserted. In 2016, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) and endometrial hyperplasia (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain") and migraine ("migraines"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the menometrorrhagia and endometrial hyperplasia outcome was unknown and the genital haemorrhage, arthralgia and migraine had resolved. The reporter considered arthralgia, endometrial hyperplasia, genital haemorrhage, menometrorrhagia and migraine to be related to essure. The reporter commented: follow up is available 6 or more months following essure removal. It was unknown if the patient¿s symptoms improved 6 or more months following removal. Most recent follow-up information incorporated above includes: on 10-dec-2018: device removal questionnaire received. Patient details were provided, birdshot chorioretinopathy hla-a29 was included as medical history. Essure was inserted in jul-2013 and was removed via surgery for medical reasons on (B)(6) 2017. The following events were the main reason for removal of essure: menometrorrhagia and endometrial hyperplasia. Follow up is available 6 or more months following essure removal. It was unknown if the patient¿s symptoms improved 6 or more months following removal. No further information is expected. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of menometrorrhagia ("menometrorrhagia"), endometrial hyperplasia ("endometrial hyperplasia") and genital haemorrhage ("haemorrhages") in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included birdshot chorioretinopathy. In (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) and endometrial hyperplasia (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain") and migraine ("migraines"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the menometrorrhagia and endometrial hyperplasia outcome was unknown and the genital haemorrhage, arthralgia and migraine had resolved. The reporter considered arthralgia, endometrial hyperplasia, genital haemorrhage, menometrorrhagia and migraine to be related to essure. The reporter commented: follow up is available 6 or more months following essure removal. It was unknown if the patient¿s symptoms improved 6 or more months following removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.